Event description:
It was reported that the right ventricular (rv) lead dislodged and sensed low r-waves. Similarly, the lead slack pulled back on the right atrial (ra) lead. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.